Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of reeq2486 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that leakage was observed when flushing the material with saline solution, prior implanting it into patient. The device was discarded after incident.